Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This is report 7 of 12. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305916 lot# 2010821 verbatim: this is a report from 30 march 2023 until 05 april 2023. Same issue with 2 lot numbers #2024137 and #2010821. These are known problems with blocked/ airlocked needles. We discarded all the needles, no samples available. A total of 54 needles. We quarantined 27 needles in 1 box that were not used as per our guidelines. We had to fill out 1 rls and 3 vaccines were wasted due to the needle issue. Additional information received on 13 april 2023. Was this noted in the first use? Yes. Were you able to draw up solution and then unable to expel? Both. Is there any visible blockage? No. Was there any course of treatment changed due to this event? No harm reported according to the initial email. What type of procedure is being performed? Vaccination. What medication was used? Various vaccines.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This is report 7 of 12. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305916 lot# 2010821 verbatim: this is a report from 30 march 2023 until 05 april 2023. Same issue with 2 lot numbers #2024137 and #2010821. These are known problems with blocked/ airlocked needles. We discarded all the needles, no samples available. A total of 54 needles. We quarantined 27 needles in 1 box that were not used as per our guidelines. We had to fill out 1 rls and 3 vaccines were wasted due to the needle issue. Additional information received on 13 april 2023. Was this noted in the first use? Yes. Were you able to draw up solution and then unable to expel? Both is there any visible blockage? No. Was there any course of treatment changed due to this event? No harm reported according to the initial email. What type of procedure is being performed? Vaccination. What medication was used? Various vaccines.